Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion where rhbmp-2 was mixed with bone graft matrix and hydroxyapatite bone grafts and placed into peek cages. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: l5-s1 degenerative disk disease and grade 1 isthmic spondylolisthesis. Patient underwent the following procedures: anterior lumbar diskectomy l5-s1 through left retroperitoneal approach. Anterior interbody fusion, l5-s1, using alif cage with anterior screw fixation. Use of rhbmp-2 and graft. Use of intra operative fluoroscopy. As per-op notes: the l5-s1 disc space was accessed, a 14mm trial was place and then was removed followed by placement of small graft beta-tricalcium phosphate and hydroxyapatite bone grafts and bmp were backed inside peek cage. No patient complications were reported.